Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of spd pointed out the broken thumbscrews to the driver when picking up. There was no mention of when this happened and not in surgery as he was told.

Manufacturer narrative:
It was reported that the head of spd pointed out the broken thumbscrews to the driver when picking up. There was no mention of when this happened and not in surgery as he was told. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.